Event description:
It was reported this was a triclip procedure to treat functional mitral regurgitation (tr) with a grade of 3+. Two clips were successfully implanted, reducing tr to a grade of <1. The following day, echocardiography showed one of the implanted clips had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), causing tr to increase to a grade of 3. On (B)(6) 2025, an additional triclip procedure was performed and one clip was implanted, reducing tr to a grade of 1-2.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the reported single leaflet device attachment resulting in tricuspid valve insufficiency/regurgitation, as noted by the physician, is due to patient conditions. Tricuspid regurgitation is a known possible complication associated with triclip procedures. Unexpected medical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.